Event description:
It was reported that bd alaris smartsite pump infusion set was ballooning the following information was received by the initial reporter with the following verbatim it was reported by the customer that was infusing maint fluid and began alarming that there was an occlusion. Opened channel door and pump segment had bubble in it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2420-0007, lot 25013004 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a simulated infusion was performed. No observation of tubing ballooning. The customer complaint was unable to be replicated. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.